Event description:
According to the report, there have been two or three cases where pts presented with csf leaks and bulginess at the back of the head. These events were observed two to three weeks post-operatively.

Manufacturer narrative:
The MFR's investigation is currently ongoing. Any add'l info will be provided in the f/u report.